Event description:
Article entitled ¿notching of the neck after acetabular constraint necessitating femoral component revision "written by john c. Bonano, md, abiram bala, md, foster chen, md, derek f. Amanatullah, md, phd, stuart b. Goodman, md, phd, published by arthroplasty today on 08 september 2021, was reviewed. This case report of a 75-year-old woman, demonstrates a rare occurrence of femoral neck notching with the use of a constrained acetabular liner. Excessive component anteversion may be a risk factor for notching, as it resulted in increased impingement of the posterior neck of the femoral component. On (B)(6) 2015 patient had left hip arthroplasty. Depuy pinnacle cup and summit stem were placed. (It can be assumed depuy head/liner were placed). Case 1: on (B)(6) 2015 patient had a left hip revision to address multiple dislocations. Depuy synthes altrx 10 degree lipped constrain liner was placed. There was no mention of revision of cup/head/stem. Contributing factors likely included excessive anteversion of the femoral and acetabular components which resulted in increased impingement.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.